Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. Additionally a (bard) pelvisoft was also implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent mesh implantation with concurrent surgeries of transvaginal hysterectomy, bilateral salpingo-oophorectomy and laparoscopic sacral colpopexy. It was reported that due to mesh erosion, pain and pressure the patient underwent mesh removal on (B)(6) 2010 and (B)(6) 2010.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03184. The same patient is represented in each medwatch.

Manufacturer narrative:
Additional narrative: it was reported on (B)(6) 2010, the patient is s/p two weeks sbo - pelvic reconstruction for total abdominal hysterectomy , post op left ovarian cyst removal and hysterectomy, who experienced fever, elevated white count, with partial small bowel obstruction. She had an exploratory laparoscopy with medical treatment and discharged on (B)(6) 2010. On (B)(6) 2010, the patient underwent mesh removal on (B)(6) 2010, the patient experienced abdominal pain and was admitted to the hospital for small bowel obstruction and treatment, (B)(6) 2011 - (B)(6) 2012 it was reported the patient experienced abdominal pain, upon exam there was exposed fibers of mesh, she continued estrogen cream. The patient complain of "pain form mesh", pressure, and abdominal cramping. No additional information provided at this time. (B)(4) - mesh exposure.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that patient underwent examination under anesthesia, exploratory laparotomy, lysis of adhesions, and repair of an internal hernia with repair of small bowel enterotomy on (B)(6) 2010, due to small bowel obstruction, internal hernia. It was reported that patient underwent excision of vaginal mesh and cystoscopy on (B)(6) 2014 due to vaginal mesh erosion. No additional information was provided.